Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for micrococcaceae (3cfu/endoscope) and for coagulase-negative staphylococci (1cfu/endoscope) . The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Distal end: pseudomonas aeruginosa (between 5cfu and 25 cfu) suction channel: pseudomonas aeruginosa (>25 cfu) air/water channel: pseudomonas aeruginosa (>25 cfu) instrument channel: pseudomonas aeruginosa (between 5cfu and 25 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus france checked the subject device and found that the bending section rubber glue was partly peeled. The exact cause of the reported event could not be conclusively determined.